Event description:
A patient reported they've been experiencing a rash over their vns site for the past year. The patient reported being prescribed a creme for the rash by a dermatologist. Good faith attempts were made to the patient's managing neurologist for additional information. The patient's physician responded that they were not aware the patient had a rash, and last saw the patient in (B)(6) 2025. No other relevant information has been received to date.